Event description:
The reporter stated that the device intermittently displayed dashed lines on the display screen. The reported complaint allegedly occurred during test, no pt use was involved with the reported complaint.